Event description:
Patient reported left breast as feeling firm and looking abnormal due to capsular contracture. Patient reported having unknown side "nipple discharge (fluid)". Healthcare professional later reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/jul/2013. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional additionally reported "any creases associated with hole".

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening curved on posterior, crease fold and wear abrasion. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior. Based on the device analysis the final assessment is: creases are observed but have no relationship with manufacturing. An opening crease sharp on posterior assessed as fold flaw opening additional, changed, and/or corrected data: b5, b6, d9, h3, h6.